Event description:
Info received that the head of bed would not raise. No injury reported.

Manufacturer narrative:
Technician found bad solenoid causing head not to raise. Replaced the solenoid to resolve this issue.